Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm), for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 63741429. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63741429, for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type. H3: changed "no" to "yes" h6: entered evaluation codes. H11: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k013227.

Event description:
It was reported that the implant at tooth site #19 was removed as it was fractured. Implant placed to area #19. Post op visits (B)(6) 2017 & (B)(6) 2018 healing within normal limits. As such the implant was restored. Patient returned (B)(6) 2026 complaining of loose crown. Upon inspection the internal screw was broken along with implant neck. The implant was removed & site was grafted.